Event description:
It was reported a 6f angio-seal sts plus device was used to seal the right femoral arteriotomy site post carotid stent angioplasty. Thirteen days later the pt experienced bleeding from the right groin puncture site and was taken emergently to the hosp. An ultrasound revealed a pseudoaneurysm. The pt stated there was groin swelling after the initial procedure. A temperature of 99.6 and a white blood count of 18,700 indicated an infection was present in the pt. The pt underwent surgical repair of a right profunda artery psedoaneurysm. The angio-seal device was removed. A primary end-to-end repiar of the profunda femoris artery with inter position of a reverse autogenous saphenous vein graft was performed. Heparin and protamine were given during the surgical procedure and estimated blood loss was 200cc.